Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The customer informed the service representative that fluid may have been dropped on the pump while breaking it down. The service representative tested the unit and was unable to reproduce the reported issue. The motor controller pcb board was replaced as a precaution and subsequent testing did not identify any issues. The unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message post-procedure when the disposables were being removed. The patient was no longer on bypass.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livannova (B)(4). The device was received by livanova USA, in (B)(4), for visual inspection. Minor evidence of dried unknown matter on the back side of the board was substantiated, no evidence of physical damage. A review of the DHR did not identify any deviations or nonconformities relevant to the reported issue.